Event description:
It was reported a couple of weeks ago the customer had programmed something in the insulin pump and the display froze. Customer's mother stated there was no error message. Customer's mother was not sure of customer's blood glucose reading. Customer's mother declined further troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.